Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event. The customer reported their blood glucose declined to around 50 mg/dl. The customer also reported being hospitalized less than three years prior. The customer's blood glucose was unknown at the time of the call. Troubleshooting did not occur for the insulin pump. Customer declined to return the insulin pump for analysis.